Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered and the right ventricular (rv) lead exhibited oversensing of sensing integrity counter (sic) and non-sustained ventricular tachycardia (vt) episodes. It was noted "substantial oversensing" was seen on the electrogram (egm), along with high sic in the month before the explant procedure. In addition, the rv lead pacing impedance had been slowing increasing at the time of lead extraction. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.